Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump had a no disposable alarm. No patient injury was reported.